Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Converting star to an in-bone on (B)(6) 2015. Additional information received, it was reported per surgeon progress notes patient claims that they fell about three weeks ago and inverted ankle. Patient has had increased swelling since that time. Pain has improved some over the past week. Based on x-rays prosthesis has tipped more with this injury. X-ray shows the lateral side to be stretched out. Going to need to revised this and convert to an in-bone. Revised to in-bone.

Manufacturer narrative:
Evaluation revealed the talar component star total ankle, tibial component star total ankle as well as the sliding core 8mm to be subject products. A review of the DHR for the talar component, tibial component and sliding core as well revealed no discrepancies. In the case presented a male patient had been treated with a (B)(4) total ankle replacement (star) on (B)(6) 2012) for left ankle traumatic arthropathy with total ankle arthroplasty with star implant. The progress notes ((B)(6) 2015) states: ¿¿ the patient feel about 2 weeks ago when he inverted his ankle. X-ray examination showed the lateral side to be stretched out. He had tipped this thing into a great deal of varus¿.¿ x-ray images provided: there were 3 x-ray image provide (very small in size) and of limited printing quality ¿ dated (B)(6) 2015. X-rays shows the lateral side to be stretched out. Ankle in varus. The received talar component does not show evident damage. Implant loosening in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Based on the above information event was not related to a deficiency of the device. Implant loosening / removal is listed in the IFU as an adverse effect.

Event description:
Converting star to an in-bone on (B)(6) 2015. Additional information received, it was reported per surgeon progress notes patient claims that they fell about three weeks ago and inverted ankle. Patient has had increased swelling since that time. Pain has improved some over the past week. Based on x-rays prosthesis has tipped more with this injury. X-ray shows the lateral side to be stretched out. Going to need to revised this and convert to an in-bone. Revised to in-bone.